Manufacturer narrative:
Based on the limited information available for this complaint, it is not known, what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history or other dental treatments, may have played a role in the need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported that a patient (age and gender not provided) required root canal therapy on tooth #4. This tooth received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2015; the date of the root canal was not provided to 3m.